Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after she wore a tampon for approximately three hours, the string pulled out leaving the pledget inside her vaginal cavity. She went to the doctor for removal of the pledget. The doctor removed the pledget and the tampon came out in pieces. She visited the doctor again the next day for removal of more pledget pieces. Consumer stated she was doing fine and did not experience any adverse health effects. She did not receive any additional medical treatment.